Event description:
Upon further review of the reported event, allergan's medial safety physician reviewed the case and determined that the event is not consistent with a unit leak.

Event description:
Allergan aesthetics received a report of a leak with the cool sculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Device evaluation found a coolant leak due to gel flowing out of vacuum pumps. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.